Event description:
It was reported that the patient's vns generator had been replaced due end of service however analysis of the explanted generator by the manufacturer found that it was not at end of service. The generator performed to specifications and no anomalies were found. Follow-up with the neurologist's office found that the vns generator and lead were replaced due to high impedance. The lead was not returned when the generator was previously returned. No adverse events have been reported. Attempts for further information have been unsuccessful to date. Attempts for the return of the explanted lead are in progress.